Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D4: catalog number. G3: date received by manufacturer. G4: PMA/510(k) number k013227. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative. One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm was returned for investigation. Visual evaluation of the as returned product identified the implant fractured around the collar region. Screw fragment also identified in the implant drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth 36 (fdi) and was used for approximately 10 years, and 1 month. The customer provided one x-ray, which is consistent with the return product. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Keywords used: fracture: implant; screw. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: unknown / not provided. Weight: unknown / not provided. Brand name: unknown / not provided. Type of the device :unknown / not provided. Additional device information: unknown / not provided. Premarket identification: unknown / not provided. Device manufacturer date: unknown / not provided.

Event description:
Doctor reported implant fracture at tooth site 36.